Event description:
Event description cpi received information that this bipolar lead was repositioned due to dislodgement. Seven days after the implant of this lead and an implantable cardioverter defibrillator (ICD) the lead became dislodged. An invasive procedure was performed to reposition the lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.